Event description:
The report we received from the field indicated that the stent did not cross the lesion. The shaft was too short to reach the distal internal mammary artery lesion.the physician used a 2.5 x 12mm taxus stent to complete the procedure. The product was returned and proximal stent strut uplift was observed on the returned product. The failure analysis evaluation of the returned product for the observed strut uplift is not yet complete.